Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set detachment while using an expired product, resulting in a high blood glucose level of 246 mg/dl with diabetic ketoacidosis the patient was hospitalized for more than 24 hours, and the event was managed with corrective insulin therapy administered via insulin drip on (B)(6) 2026.